Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: cholecystectomy performed by dr. [Name redacted]. During the surgery, when she needed to use ca500, it didn't work properly. Inside it got stuck, and she tried to use it outside to see what was happening, and ca500 provided more than one clip at a time. They opened another device (not our product) and finished the surgery. Information received from applied medical representative via email 8nov23: the patient is ok, they performance the surgery successfully after the event. Inside: laparoscopic field. Outside: operating room. They tried to use in laparoscopic field, but it didn't work, so tried to use it not in the patient and still didn't work. A clip did not properly seat into the jaws, every time they preload the device, several clips came out. Lot number is unknown. They used another clip applier and it worked right and finished the surgery. Patient status: the patient is ok, they performance the surgery successfully after the event. Intervention: they opened another device (not our product) and finished the surgery.

Event description:
Procedure performed: cholecystectomy. Event description: cholecystectomy performed by dr. [Name redacted]. During the surgery, when she needed to use ca500, it didn't work properly. Inside it got stuck, and she tried to use it outside to see what was happening, and ca500 provided more than one clip at a time. They opened another device (not our product) and finished the surgery. Information received from applied medical representative via email 8nov23: the patient is ok, they performance the surgery successfully after the event. Inside: laparoscopic field. Outside: or. They tried to use in laparoscopic field, but it didn't work, so tried to use it not in the patient and still didn't work. A clip did not properly seat into the jaws, every time they preload the device, several clips came out. Lot number is unknown. They used another clip applier and it worked right and finished the surgery. Patient status: the patient is ok, they performance the surgery successfully after the event. Intervention: they opened another device (not our product) and finished the surgery.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.